Manufacturer narrative:
The key market reported that the pipe (invasive disposable circuit) was replaced. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an alarm, and the tidal volume was zero. The device was in clinical use when the issue occurred; there was a delay in therapy, and the patient was moved to a different ventilator. Additional details are being requested. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).